Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 525 mg/dl. Customer had treated their blood glucose with a manual injections and boluses. It was also found the customer was feeling sick due to their high blood glucose. Troubleshooting found insulin was able to exit from the insulin pump and there were no leaks present on the insulin pump. Troubleshooting also could not be completed because the customer did not have tubing clamp available. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.